Event description:
The customer called and reported receiving a motor error alarm on the insulin pump following a bolus. The customer's blood glucose level was over 400 mg/dl and customer had a bent cannula upon removing the infusion set. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. The customer also received no delivery alarms on the insulin pump but declined to troubleshoot for this. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.